Manufacturer narrative:
Device was received with a blank flashing white display due to vertical cracked lcd controller. Unable to verify missing segments or partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Also found the pump with cracked keypad overlay, and cracked case (battery tube).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.